Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of reload set and set improperly loaded in the log during the last days of customer use. A visual inspection was performed and no abnormalities were found. The customer reported when load set point 2 is loaded load set point 3 shows that the tubing is loaded even though its not was confirmed during the device evaluation when a reload set was observed at power up. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be the downstream digi pot out of specification. The downstream sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump falsely detects a loaded set at point 3. There was no known patient injury or medical intervention associated with this event. No additional information is available.